Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a medical device entrapment issue occurred requiring surgical intervention. During retrograde aortic access for ventricular tachycardia (vt) ablation, the thermocool® smart touch® sf bi-directional navigation catheter was used in full deflected position in order to achieve a loop to pass the aortic valve without damage. The thermocool® smart touch® sf bi-directional navigation catheter formed a loop/knot and couldn¿t be pushed or pulled out. A snare retraction device (sling) was required to remove the thermocool® smart touch® sf bi-directional navigation catheter from patient¿s body while pulling from above (using retraction sling) and below (catheter handle) to get it unstuck. No sheath used in aorta descendens. The patient did not develop any consequence from the procedure. The reported event has been reviewed and assessed as MDR reportable.